Event description:
Procedure: cholecystectomy. According to the reporter: the instrument broke on the top. The shaft broke proximal to the jaw. Nothing fell into the pt cavity, and operating room was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.